Event description:
Pt was implanted with prodisc-c at levels c4-c5 and c5-c6 on an unk date. Pt experienced a mva on an unk date and reported feeling pain. Pt was returned to the operating room on (B)(6) 2012, the two prodisc-c's were removed and the pt was revised to fusion. This is 2 of 2 reports.

Manufacturer narrative:
The device was used for treatment, not diagnosis. A product development event evaluation was conducted. This was a 2 level case (c4-c6) for which the prodisc-c device is not indicated. This patient was originally implanted to treat two levels. So it can be concluded that the patient was suffering from complications involving at least two levels. The safety and effectiveness of this device has not been proven in a multi-level application. This is clearly stated in the technique guide under the indications for use. Furthermore, there is a statement in the precautions section that speaks to more than one level requiring treatment. This is a prodisc-c complaint in which the patient is experiencing pain post pdc implantation. It is unclear what is causing the patients pain. It could be due to an insufficient decompression during the initial implantation procedure. The pdc technique guide clearly states that performing a complete and meticulous discectomy, decompression, and remobilization of the disc space is critical to the success of the surgery. The source of the patients pain could also be stemming from a different location than the operated prodisc-c levels. Patient selection was a factor in this case because the patient required treatment of more than one disc level and the prodisc-c device is not indicated for such patients. It was also reported that the patient was involved in a motorcycle accident, which could also be another factor that could have contributed to patient pain. A search on pub-med failed to uncover any specific reports of a prodisc-c being explanted due to the patient feeling pain post implantation. The design risk assessment was reviewed and found to adequately address the complaint event.

Manufacturer narrative:
The raw material device history records were reviewed and all met specification. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device was used for treatment.